Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial events falling in line with ventricular events. It is suspected that the right atrial (ra) lead became dislodged and fell in to the right ventricle. The lead remains in use. No patient complications have been reported as a result of this event.